Manufacturer narrative:
The date of this submission is (B)(6) 2015. Upon receipt of additional information the company product was re-assessed as non-reportable malfunction. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2015 from a female consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using unflavored reach johnson and johnson floss unwaxed (route: dental, lot number 0724d, frequency and expiration date unspecified) for oral hygiene. After an unspecified duration, when the consumer opened the floss, while cutting, the plastic that holds the metal cutter popped out. Consumer further explained it as the part that holds the dental floss and has the little cutter on it, that part came out of the shell. She stated that she tried to stick it back in the container but it did not stay in. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction in the united states. Additional information was received on (B)(6) 2015. The returned sample was received on (B)(6) 2015 with a printed lot number 0724d was visually examined on (B)(6) 2015. The sample was received without the blister package and the product was partially used. The insert was inside the dispenser box and it presented in good condition with no broken parts. According to the visual evaluation, the field sample met the specification by appearance. Due to the follow up information from the return field sample analysis, the initial phone call was re-listened to for clarification. The insert assembly popped out of the dispenser while the consumer was dispensing the floss but there were no broken plastic insert components and the metal cutter did not break off. The consumer was not able to reinsert the plastic insert assembly again to dispense the floss. This report was re-assessed as non-reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2015 from a female consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using unflavored reach johnson and johnson floss unwaxed (route: dental, lot number 0724d, frequency and expiration date unspecified) for oral hygiene. After an unspecified duration, when the consumer opened the floss, the metal cutter came off while cutting the floss, pulled the insides out, and came out of the shell. The plastic insert parts did not break. She stated that she tried to stick it back in the container but it did not stay in. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction in the united states.

Manufacturer narrative:
This closes out this report unless other additional significant information is received.